Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. A conclusive cause for the reported hematoma, hypersensitivity/allergic reaction, pain and unspecified infection, and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effect(s) of hematoma, hypersensitivity/allergic reaction, pain and infection is listed in the supera peripheral stent systems instructions for use as a potential adverse effect.

Event description:
It was reported that on (B)(6) 2024 the patient was dialyzed and had chronic limb threatening ischemia and there was occlusion and thrombosis below the knee noted by the physician. The 6x80 mm supera self expanding stent (ses) was implanted in the superficial femoral artery (sfa) to popliteal artery and a non-abbott stent was implanted in the mid sfa. The patient complained of pain the next day but was discharged home. The lesion appeared good one week after the procedure and tenderness is noted. About two weeks after implant, there was an inflammatory response noted in the lesion confirmed by computed tomography (CT). A hematoma is present, due to either allergic reaction, infection around the lesion or unconfirmed wire perforation. No additional treatment was provided. When treatment of the opposite foot is performed in the future, the physician plans to check for supera allergic reaction. No additional information was provided.